Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery.

Event description:
It was reported that the implantable pulse generator (ipg) triggered recommended replacement time (rrt) rrt due to high battery impedance values, and had suspected premature battery depletion. The implantable pulse generator (ipg) was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Products: (B)(4) lead implanted: 2011 (B)(6). (B)(4).